Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the screen is there but it is faded. It fades in an out. Troubleshooting was performed for blank display and noticed display did not return after pump restart. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Unit received with intermittent partially gray display due to moisture damage on all electronic assemblies. Unit received with corrosion on force sensor assembly and moisture damage on motor assembly.